Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation also revealed a broken cable. The customer had reported a similar event previously, however, the device was returned unrepaired to the customer at that time. Based on the results of the investigation, it is likely that the following led to the malfunction: the internal charge couple device may have malfunctioned due to the camera cable malfunctioning. As a result, it is assumed that normal communication was impossible and the image could not be recognized. The investigation did not determine the exact caused of the a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
As reported, the customer was not able to recognize any picture using the camera head. There were no reports of patient or user harm associated with this event.